Manufacturer narrative:
Patient weight is estimated. Date of event is estimated.

Event description:
It was reported that the patient¿s ipg did not communicate with external devices following an unrelated surgery. Reportedly, ipg was set into surgery mode. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue.

Event description:
Additional information received indicates that therapy was restored.

Manufacturer narrative:
An inoperable ipg was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery was used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. Actions have been taken to prevent reoccurrence.